Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer disabled", "system fault 36", "system fault 37" and "system fault 38" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received this product and will be providing a follow-up report when our investigation is completed.